Event description:
During routine placement of a PICC line, the dilator sheath became detached from the winged set prior to breaking and peeling apart.

Manufacturer narrative:
An investigation has been initiated. The device sample was forwarded to the manufacturing facility for evaluation. When the investigation is complete, a supplemental report will be submitted.